Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers alleged natural biologic corrosion and friction wear caused by large amounts of toxic cobalt-chromium metals ions and particles to be released into patients blood and tissue and bone surrounding the implant. The patient began experiencing severe pain, discomfort and inflammation in the area of the implant. The patient also experienced dislocation,disarticulation and a slipping feeling in the hip joint and a sensation that the inplant could not support their weight. Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. As the litigation has already been reported, and there is no reported serious injury or malfunction (patient has not been revised), the reporting requirements have been met. The remaining devices are being added to the complaint at this time as non reportable. Records are available for further review.